Event description:
Patient had implants for emergent surgery on (B)(6) 2020, informed by (B)(6) medical center on (B)(6) 2020 that there was a concern regarding fungal infection later determined to be a possible aspergillus udagawae surgical site infection that may or may not be attributed to the implanted graft. FDA safety report ID # (B)(4).